Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital for shortness of breath and chest pain. A device interrogation found that the atrial lead's p waves had dropped and that the lead had initially had an impedance increase and then a decrease. A chest x-ray confirmed a perforation. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.